Event description:
The customer reported that the system would not produce an image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The closed circuit digital camera assembly and the power supply were replaced. The system was tested and found to be working as intended and put back into service.